Event description:
Initial reporter indicated that one of their vns patient's came in and they interrogated their generator and found it at unexpected settings. Program settings were at 1.25ma, 20, 250 30, 5.0 magnet: 0, 60, 500, near end of service: no. "The physician thought patient was supposed to be at .75ma and that she thought the reading said 1.25ma." At this time it is unknown if the patient's vns generator was programmed to the reported settings or if a device malfunction occurred. Good faith attempts are being made for additional details about the event.